Manufacturer narrative:
Correction: there was a typographical error the initial MDR. The stents implanted were 2.25 x 23 and 2.5 x 23mm. Additional information received (B)(4) 2011: the patient was (B)(6). Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00899 and 9616099-2011-00900. Additional information will be submitted within 30 days of receipt.

Event description:
A patient with a history of high cholesterol and hypertension experienced stent thrombosis and fracture with separation. The indication for initial stent implantation in the de novo "medium and distal tract of the anterior intraventricular aorta (iva)" in 09 (B)(6) 2007 was serious stenosis. The lesion was 80% stenosed with no calcification or tortuosity. The distal portion of the lesion was pre-dilated and a 2.25 x 23mm cypher select + and a 2.5 x 32mm cypher select + were implanted at 12 atm at that time. The stents were not overlapping. The stent to vessel sizing was 1 : 1. The stents were not implanted in an actively moving segment of the artery and the vessel was not intramyocardial. It was reported that there was good wall apposition of the stents. The patient received 7500 units of heparin and act was 300 seconds. The patient was discharged on 100mg aspirin and 75mg clopidogrel for 12 months and was compliant with therapy. On (B)(6) 2011, the patient experienced angina symptoms and was diagnosed with a myocardial infarction. Urgent coronary angiography was performed. The exam revealed a thrombotic occlusion of the iva with a double fracture with separation of the stents first implanted. The patient was treated with ptca and placement of multiple stents. The patient's post-procedure condition was described as "good." Cnd code: (B)(4).

Manufacturer narrative:
Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00899 and 9616099-2011-00900.

Manufacturer narrative:
Complaint conclusion: this (B)(6) patient with a history of high cholesterol and hypertension experienced stent thrombosis, mi and stent fracture with separation approximately 4 years post implantation. The indication for initial stent implantation in the de novo "medium and distal tract of the anterior intraventricular aorta (iva)" in (B)(6) 2007 was serious stenosis. The lesion was 80% stenosed with no calcification or tortuosity. The distal portion of the lesion was pre-dilated and a 2.25 x 23mm cypher select + and a 2.5 x 23mm cypher select + were implanted at 12atm at that time. The stents were not overlapping. The stent to vessel sizing was 1 : 1. The stents were not implanted in an actively moving segment of the artery and the vessel was not intramyocardial. It was reported that there was good wall apposition of the stents. The patient received 7500 units of heparin and act was 300 seconds. The patient was discharged on 100mg aspirin and 75mg clopidogrel for 12 months and was compliant with therapy. On (B)(6) 2011, the patient experienced angina symptoms and was diagnosed with a myocardial infarction. Urgent coronary angiography was performed. The exam revealed a thrombotic occlusion of the iva with a double fracture with separation of the stents first implanted. The patient was treated with ptca and placement of multiple stents. The patient's post-procedure condition was described as "good." The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. The patient was not maintained on an anti-platelet regimen. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what factors may have contributed to this event of very late thrombosis; however, this patient has an ongoing progression of atherosclerosis that stent implantation is a treatment for and not a cure and/or preventative measure. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. The cypher stents were not placed with a myocardial bridge; however, they were used in a highly dynamic area of the vessel. Review of the information suggests that vessel and lesion characteristics may have contributed to the reported events. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00899 and 9616099-2011-00900.